Manufacturer narrative:
Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted.

Event description:
A peritoneal dialysis (pd) patient experienced a use error which resulted in peritonitis. The cause of the peritonitis was reported as due to the patient not tightening "on the connection all the way to the transfer set, so it leaked¿. It was not reported if the patient was hospitalized for the event. Treatment was not reported. At the time of this report the patient was recovered from the event. Action with pd therapy was not reported. No additional information is available.